Event description:
Procedure type: ladg. According to the reporter: the balloon broke during the procedure. The broken piece fell into the patient's cavity and was retrieved. New device was opened to complete procedure. No bleeding. No tissue damage. No patient harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).